Event description:
It was reported that during an unknown procedure the device performed well but at a certain moment the teflon pad broke. And then the device refused to seal/cut.

Manufacturer narrative:
(B)(4). Batch #: x94w1l. Additional information was requested and the following was obtained: did the active titanium blade break off? No. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No. Did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and returned. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the detachment of the tissue pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x94w1l, and no non-conformances were identified.